Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep indicated they noticed something "must have happened when the patient's 8840 print out differed from our registration". The rep asked the hospital to confirm what devices the patient had implanted in their body and "what was reflected on the 8840 was accurate". The rep reported the serial number of the pump associated with the catheter revision in 2015.

Manufacturer narrative:
Concomitant medical product: product ID: 8709, serial#: (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a device manufacturer representative indicated that the patient was admitted to the hospital on (B)(6) 2015 for increased spasms and pain. It was discovered that the catheter was broken. It was reported that there was an infection that needed to be cleared out prior to operation and the catheter was replaced on (B)(6) 2015. The serial number of the catheter was provided as well as the patient's weight at the time of the event. The catheter was discarded and would not be made available for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from the manufacturer representative (rep). Additional information reported that the event was not reported to the rep by anyone in particular. The patient had a pump replacement due to end of life and their catheter registration differed from what the 8840 had listed on their pump print out. While in surgery, the rep asked the circulating nurse to see if the patient had a catheter revision done and it was discovered that they did. The information was also confirmed with the doctor's office.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered at the time of the event was unknown. The reason for use was not reported. It was reported that the patient had a previous catheter revision in 2015. There were no symptoms reported. There were no further complications reported/anticipated.